Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual within range increase in shock lead impedance measuring 84 ohms. Technical services (ts) was consulted and continue to monitor was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.